Event description:
It is reported that the implant failed due to infection and was removed. Tooth site # 13.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s first name is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 - 2022 - 01429-1 . It was confirmed by the customer that this implant did not fail. No further medwatch report will be submitted for this implant. The following sections are being reported: b5: describe event or problem h2: if follow-up, what type h10: additional narratives/data.

Event description:
Follow up with customer confirms that this implant did not fail.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141 - 2022 -01429. During inspection it was confirmed that the product was not returned as had been previously incorrectly reported. The following sections are being reported: d9: device availability is corrected h2: if follow-up, what type h3: not returned to manufacturer h10: additional narratives/data if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.